Event description:
Healthcare professional reported a lap-band system removal as the pt experienced a "flipped port twice." Per the received product field note, the pt was "tired of dealing with band issues and wanted a conversion." The model was provided as "lap-band aps." Treatment was described as "conversion to sleeve gastrectomy."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the catalog number and the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."